Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
Become aware date is (B)(6) 2017. The field service engineer (fse) was able to duplicate the reported problem and replaced the cpu and pm pcb's to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the backup alarm failed. No patient involvement was reported.

Manufacturer narrative:
The cold solders on 5.6ko 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.